Event description:
It was reported by customer that device presented broken tip of the drill

Manufacturer narrative:
One 4.5mm flexible endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken off and was not returned for examination. The break occurred at the double helix. Examination of the break site using a stereo microscope confirmed there are no material voids. The shaft is dramatically bent roughly mid-point of its length. Without the return of the drill head a root cause cannot be determined for this failure.